Event description:
It was reported that the patient presented with inflatable penile prosthesis inflation issues. The pump does not fill and a computerized tomography suggest an empty reservoir. A revision surgery was requested.